Manufacturer narrative:
(B)(4). Investigation of the returned device indicated that both cuffs successfully captured the needles during needle deployment. However, during the needle plunger retraction, the anterior cuff-to-needle tip detachment occurred as evidenced by the damaged anterior cuff and anterior needle barb. This could appear very similar to the reported cuff miss. The cuff-to-needle tip detachment indicated that there was resistance encountered during the needle plunger removal. During testing, the plunger was reinserted and retracted successfully without any observable resistance that could contribute to the cuff-to-needle tip detachment. There was no damage to the suture to suggest that it might have been dragged during the suture retrieval process, which could result in cuff-to-needle tip detachment. No manufacturing or quality issues were detected. Based on the investigation findings, the cause for the anterior cuff-to-needle tip detachment could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the calcified right common femoral artery after an interventional procedure. Reportedly, when the plunger was removed the suture was not retrieved; a cuff miss occurred. The device was removed and a starclose se was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.